Event description:
It was reported that three days after a "tvt" procedure the pt felt a pop while getting out of a car and became incontinent in the same fashion as before. There was no urinary retention and/or any urge symptoms. Upon examination the surgeon felt the bladder neck was no longer supported and the vaginal mucosa remained intact. Upon reviewing the surgery, the nurse placed a hemostatic across the mid portion of the mesh and there was no visible damage to the mesh noted. Also the tvt was placed closer to the bladder neck. It is not clear if the mesh flipped, tore or the position of the tvt was too posterior on the urethra to be effective long term. The surgeon completed a repeat of the procedure in 2000 and reported the tvt tape was intact. The surgeon felt the tvt tape migrated from the initial position to a more proximal position. The original tape was left in place. No pt consequences after the second procedure, and the pt is continent.